Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight and ethnicity and race were not provided for reporting. This report is for (band aid brand kizu power pad unspecified ap unspecified rgebabkapa rgebabkapa). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA (B)(4)). Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer started using an unspecified band aid brand kizu power pad. She had been using it by replacing it with a new one once every 2 to 3 days and then her skin was irritated and inflamed. Consumer sought attention from a dermatologist who told that her skin became pigmented and inflamed and it would take at least half a year to heal. According to the consumer, an ointment prescribed from the dermatologist. The consumer is still experiencing the symptom.